Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing. There was no patient involved in this event.

Event description:
No status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 6th september 2018. Pad-pak lot a2253 was one of a batch of 177 pad-paks that passed ¿out qat¿ from heartsine technologies on the (B)(6)2016 , 50 of which were sent to heartsafety. Returned pad-pak from lot a2253 depleted. No fault found on the returned sam 350p. Upon receipt the returned pad-pak (expiry july 2020) was depleted beyond any use. Each individual cell within the pad-pak was found to be severely depleted, which would indicate their depletion had been due to an external load and not a fault on the pad-pak. No excess current drain or additional faults were identified on the returned sam 350p that would have led to the premature depletion of a pad-pak. As the pad-pak was severely depleted this could have resulted in the status indicator not being illuminated as per the reported fault if the pad-pak was installed over a period of time. The sam 350p performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days while performing self-tests every 20minutes. This combined testing equates to approximately 9.5 years of normal use without fault. All voltages recorded in the history log for this device throughout its period of installation were in an acceptable range and no fails were recorded in the log. This suggests the pad-pak may not have depleted while installed in the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.